Event description:
It was reported that a low defibrillation impedance was observed on the right ventricular (rv) lead, which caused high-voltage (hv) therapy to be aborted. Dynamic tx over current detection (ocd) was programmed on the device, which allowed the device to switch vectors and hv therapy was delivered again, but the ventricular fibrillation was still not terminated. Self termination of the vf occurred afterwards. Technical support was contacted and the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.